Event description:
It was reported that the left ventricular (lv) pace impedance was trending downward and had decreased by 30% to an out-of-range value. There were also previous alerts for low lv amplitude. The lv lead remains in service and no adverse patient effects were reported. Additional information received indicated that the lv threshold had also increased from 1.7 v to 4 v recently and during the same time period the impedance rose slightly (within normal limits). Lead assessment with a programmer was recommended.

Event description:
It was reported that the left ventricular (lv) pace impedance was trending downward and had decreased by 30% to an out-of-range value. There were also previous alerts for low lv amplitude. The lv lead remains in service and no adverse patient effects were reported.